Manufacturer narrative:
The customer has indicated that the complaint sample will be returned to (B)(4) for evaluation. Once the device is returned and the investigation is completed a follow up medwatch 3500a will be submitted. Information provided from depuy synthes. Not yet received by manufacturer.

Event description:
It was reported during an unknown patient procedure that the reamer handle broke into two pieces intraoperatively. There was nothing left in the patient. No adverse events reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation incomplete, only the internal drive chain was returned. Visual inspection of the drive chain showed the cardan joint closest to power was fractured, confirming the complaint. Significant evidence of wear around the fracture area were also observed on the drive chain. The reported event was attributed to wear of the device. A manufacturing review was performed and there were no discrepancies found. No further investigation required. Lot number corrected: ps1211-18 manufacturing date december 2011.